Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error "alarm". The error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There was no patient injury or death reported.